Event description:
The customer reported to beckman coulter (bec) that a large amount of fluid was leaking from an unknown source on the coulter lh 750 hematology analyzer. The material safety data sheet (msds) was not reviewed by the customer. There is an exposure control/risk management plan in place at the facility. The operator was wearing a laboratory coat and gloves at the time of the incident. There was no biohazard exposure to open wounds or mucous membranes, and the operator did not seek medical attention. No erroneous results were generated in connection with this event. No death or injury is attributed to this event and there was no change to patient treatment.

Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched to the customer site. The fse inspected the instrument and found a plug in the pressure port fitting in vc26 (waste chamber). The fse removed the plug resolving the leak. The fse also stated that the instrument was giving retic temperature errors upon startup, but this issue was not related to the leak reported by the customer. The fse replaced the retic stain chamber (vc24) resolving the retic tempearture errors. Service activity was performed and was verified to meet the specified requirements per established procedure. Failure mode associated with the instrument leak was related to a plugged port at vc26 (waste chamber). The instrument also generated retic temperature errors. (B)(4).